Event description:
A report was received that the patient had seroma at the pocket site causing the wound to open. The physician did not suspect any infection and believed that symptom was procedure related. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well after the procedure.